Event description:
The patient was undergoing renal dialysis when he stated he did not feel well and then collapsed. The nurse noted air bubbles in the venous line, clamped it, placed the patient on his left side in trendelenberg position and summoned the code team. The patient was resuscitated successfully. The machine failed to detect air in the line and therefore, failed to shut down.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.